Event description:
While using the zeiss pentero microscope during an mca-sta bypass, it would not function properly at critical points of the surgery. This is a recurring problem with the zeiss microscopes.